Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was retuned for investigation. Visual inspection noted: device received with front cover and enclosure covered in scratches, line cord discolored, water tank cover cracked on the bottom two corners, quick connect corroded, printed circuit board (pcb) was missing an led, and the pole clamp handle is frozen in the closed position. Functional testing found the device would not come up to temperature. Complaint was confirmed. Root cause was attributed to a faulty heater. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: d4: UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a bench test, the device failed preventive maintenance. It was not rising up to the correct temperature. No adverse effects, harm or injury occurred.